Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events (gap between acoustic lens and ultrasound probe, and the acoustic lens is chipped), occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a gap in the adhesive on the distal end and a stain entered inside the lens through this gap. There was also a gap between the acoustic lens and ultrasound probe, and the acoustic lens was chipped. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and found a gap in the adhesive on the distal end and a stain entered inside the lens through this gap. There was also a gap between the acoustic lens and ultrasound probe, and the acoustic lens was chipped. In addition to the reportable malfunction, the device evaluation also found the following: due to wear of the forceps elevator lever, the upward/downward angulation control knob cannot be locked securely; the air/water-cylinder and suction-cylinder had discoloration; the grip and the acoustic lens had a scratch; due to the scratch on the acoustic lens, the displayed ultrasound image was defective; the adhesive on the bending section cover had wear; the connecting tube was snaking; due to wear of the angle wire, the bending angle in down/right/left directions did not meet the standard value, and the play of the upward/downward and right/left angulation control knobs were out of the standard values; due to wear of forceps elevator wire, the fixing force of guide wire did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.